Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 16940-78, and data files were returned and analyzed. Data files did not show any system notices on the reported event date. Visual inspection of the device showed the shaft was intact with no apparent issues. Multiple aspirations and injections were performed without air bubbles or leaks; hemostatic valve and valve assembly were leak tight. The reported air ingress could not be reproduced. In conclusion, the reported air ingress issue has not been confirmed through testing. The device passed the returned product inspection as per specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, when advancing the sheath into the left atrium, there were air bubbles. The air bubbles were removed and air remained in the sheath valve. The sheath was replaced and the procedure was completed with cryo. It was unknown at this time if the patient was under general anesthesia and there were no patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.